Event description:
Bending course over temp inhibit reported to the elekta on call engineer in the evening of (B)(6) 2011. The engineer advised the hospital engineers that the unit may need to be repaired due to a possible blockage in bending magnet manifold/ coils. They were advised to rotate the gantry to 180, load a low energy beam in an attempt to cool down the system. If this did not work, they were to shut the linac down. The following day hospital engineers powered on the linac and reported smoke coming out of linac head with strong burning smell. This happened after they left machine in 15 mev (gantry at zero). Smoke and intense burn smell activated the hospital smoke alarms and fire brigades were called in, causing partial evacuation in the department. After dismantling the unit bending coil, burn out was evident.

Manufacturer narrative:
The investigation into this situation is on-going at this time. Once the investigation is completed, more details and a conclusion will be provided.